Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: grade 2-3 capsular contracture, anisomastia, suspected rupture. Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with two 450cc mentor memorygel breast implants and suffered bilateral capsular contracture postoperatively (grade 3-4 on the right, 2-3 on the left). There was an irregular flattening of the lower pole of the left breast, which led the physician to consider intracapsular rupture on that side. As a result, the patient had both devices explanted and replaced with 445cc memorygel implants on (B)(6) 2018. The left implant was intact upon removal, but the right device was found to be exhibiting significant gel bleed. This report is for the patient's left-sided device. On 09/04/2019, mentor became aware that psr submission reference numbers (B)(4) were duplicated. Any additional event information received will be reported under this manufacturer's report number.